Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence demonstrating a fractured tip of an ar-3641 device, batch 15329873. Based on the information available for review, which may include photographs, event description, and additional field input (returned device not specified), arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors: misalignment during insertion, improper bone preparation, and/or levering, prying, or application of excessive force to the device during insertion. These factors are consistent with device damage resulting from elevated insertion resistance or off-axis loading. Dfu reference and supporting information per dfu-0054-eo, revision 7, section e. Warnings: item 7: avoid excessive impaction during anchor insertion, as this may lead to inserter damage and/or breakage. If insertion resistance is encountered, do not increase impaction force. Replace the implant and repeat the drilling/insertion process. Item 8: visually inspect all devices immediately after use to assess for potential loose body remnants left behind in the patient. Item 9 (suturetak and fibertak suture anchors only): drilling in very hard bone may require cycling the drill while maintaining proper alignment of the drill guide. Larger diameter or hard-bone drills are available for use when indicated. Item 10: any decision to remove the device should consider the potential risk to the patient associated with a second surgical procedure. Device removal should be followed by appropriate postoperative management.

Event description:
It was reported that during a lateral extra-articular tenodesis surgery in the knee the inserter broke 5 cm from the tip having bent. The forked tip of the anchor remained in the patient. A second surgery was planned for (B)(6) 2026 to remove the broken part. Per complaint reporter there was no further harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 10-feb-2026: further information was provided that confirmed that the second surgery was done at (B)(6) 2026 in the evening to remove the broken part.